Event description:
Patient's mother claims that in the last 20 days, his blood glucose values have been unexpectedly too high. She explains that often he has had blood glucose values of 500 mg/dl and even more. She says that when the patient has high blood glucose, sometimes the corrective bolus works well, sometimes not. She thinks that maybe the pump's insulin delivery is inaccurate. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.